Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
A distributor reported that the tip of a polaris 5.5 multiaxial screw inserter is stripped. This was noticed during an inspection upon return from the field, and there was no patient impact.

Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Corrections in h3. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the tip is fractured. Root cause: this event could be attributed to wear through multiple uses over time or excessive torsional forces applied during use. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
A distributor reported that the tip of a polaris 5.5 multiaxial screw inserter is stripped. This was noticed during an inspection upon return from the field, and there was no patient impact.